Manufacturer narrative:
The field service engineer could not determine a cause. He checked and inspected the ise system. He ran an ise check, calibration, controls, and precision studies; all were successful. No further issues occurred after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on the cobas 6000 c (501) module. The reporter replaced the electrodes and repeated patient samples. Most repeated ok, but he had a discrepancy for one patient sample. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 150 mmol/l on (B)(6) 2019, and repeated as 143 mmol/l on (B)(6) 2019. The sample was repeated on a second c 501 analyzer on (B)(6) 2019, resulting as 145 mmol/l. The sample was also repeated on the original c 501 analyzer on (B)(6) 2019, resulting with a value of 141 mmol/l. The 141 mmol/l value was believed to be correct and was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient.